Manufacturer narrative:
(B)(4). The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. The pressure transducer caused pre-use check to fail, as reported. The fault was located to the pressure sensor that is mounted on the pressure transducer pcb. It has not been determined what caused the sensor to fail. If the pressure transducer pcb is faulty it can lead to stop of ventilation, high airway pressure or low oxygen delivery. This will be detected during pre-use check and ventilation by generated alarms. Evaluation of logs shows that the issue first occurred on (B)(6) 2017 date of event is corrected to this date.

Event description:
Manufacturer reference # : (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer sub-ests during the pre-use checks tests. There was no patient involvement. (B)(4).